Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil would not detach with using instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that during procedure, the physician tried to detach the axium coil with an instant detacher; however, the coil was not detached. Then manual detachment was attempted, but still the coil was not detached. The coil was eventually detached inside a microcatheter when the physician started removing from the patient. About 2cm of the coil was within the microcatheter. The physician pushed the coil into the target aneurysm with the guidewire after removing the pusher from the patient. The coil was implanted securely. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of non-detachment could not be confirmed but clinical observation regarding ¿premature detachment¿ was confirmed. Only axium prime pushwire returned without implant coil as it remains implanted in the patient. The instant detacher was not returned for evaluation as it was discarded. As received, the axium prime pushwire was found to be broken into four separate segments which were all retained together by the release wire. The break at the distal end of the pushwire segment was consistent with the location which the customer is directed to break the hypotube during a manual detachment attempt. Additionally, the pushwire segment was found to be bent at the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. The retainer ring appeared to be damaged and ovalized. The instant detacher and the implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment of the implant coil with the use of the instant detacher could not be determined. The tack weld replacement (twr) crimps were found to be broken. In regards to the difficulty during detachment by the manual method of detachment (via hypotube), the pushwire was found to be broken in more than one location. Although one of the broken locations was consistent with the location intended to be broken for manual detachment, it could not be determined if this was the location of the initial break. It is likely that the implant coil detached from the pushwire due to the pulled back coin from the lumen stop, or due to the damaged retainer ring. The cause for the damage to the retainer ring could not be determined. The lot history records of the retainer ring were reviewed, and no quality issues were noted. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.